Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received that states "following a closure of an aneurysm in the leg with a covered stent, an attempt was made to close the access in the left groin. Starclose was attempted by dr without success. Pressure held until hemostasis obtained." There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
Lot number was reported as 68269-6h; however, the lot number that was shipped to the facility was 68169-6h. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.